Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Unable to evaluate returned test strip due to insufficient strips(1). Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Customer complains of high results. Customer states that she feels well and requires no medical attention. The customer's expected blood result is 110-120mg/dl fasting. Verified the strips expire 3/23/2018. Customer confirms the strips have been properly stored and were first opened (B)(6) 2015. Customer performed a back to back blood test and obtained 201mg/dl and 190mg/dl not fasting. Reviewed meter memory: (B)(6). Customer states that she read 248mg/dl and then 165mg/dl. Customer believes the meter is reading high. Customer normally reads 110-120mg/dl. Customer states she did not have any symptoms of high blood sugar and does not need medical attention at the time of call.